Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a threader balloon catheter with a .014¿ guidewire inside the lumen. The balloon, tip, shafts, and bonds were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the device revealed that there was a perforation/burst in the shaft 38 cm ¿ 39 cm from the strain relief. There was numerous buckling of the distal outer and inner shafts. The balloon had a 2.5 mm longitudinal tear at the proximal edge of the markerband. The tip was damaged. Microscopic examination presented no irregularities in the device material or markerband that could have contributed to the damage. An attempt to remove the guidewire was successful however due to the buckled shaft, there was resistance during removal. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the circumflex (cx) artery. A 1.2 mm x 12 mm threader¿ balloon catheter was advanced over a non-bsc guide wire for dilatation. However, during procedure, it was noted that the device became stuck with the non-bsc guide wire. The devices were removed as one unit and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.